Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this lead began displaying a decrease in pacing impedances and r and a loss of capture (loc) in unipolar configuration. An x-ray was performed which showed the lead to be dislodged. Of note the patient was pacing 1% of the time and had recently sustained a fractured hip. The patient had been using their left arm to assist with moving. The lead and patient were to be monitored. There were no additional adverse patient effects reported. The lead remains in service.